Event description:
(B)(4). It was reported that a single flat panel arm separated from the horizontal arm of the ceiling suspension. There was no reported pt info and no reported adverse consequences.

Manufacturer narrative:
The actual device was evaluated and repaired in the field on (B)(4) 2012. Eval summary: through eval, it was confirmed that the flat panel spring arm separated slightly from the horizontal arm of the flat panel suspension resulting in a small gap. The stryker field service tech observed that a c-clip component was not seated properly resulting in the separation between the spring arm and horizontal arm. The field service rep discovered that a biomedical engineer at the hospital had previously replaced the c-clip and installed it incorrectly resulting in the c-clip becoming deformed and unseated within the suspension assembly. The biomedical engineer did the initial replacement due to his observation that the spring arm was coming loose from the horizontal arm. It could not be determined that caused these components to loosen, which led the biomedical engineer to originally replace the c-clip. The stryker field service tech installed a new c-clip and returned the product to service. There was no pt involvement reported and no adverse consequences.